Event description:
The surgeon inserted a cq2015 collamer three-piece lens but removed the lens within the same surgery due to poor capsular support. The pt had a difficult cataract removal. The lens was removed with no patient injury. No incision enlargement or sutures. The reporter stated the lens removal was not lens related.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: the root cause of this complaint was due to poor capsular support the lens was removed.